Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. The ra lead made a hole in the patient's heart for being in so long and could not be removed. Hence, the lead was surgically abandoned. No additional adverse patient effects were reported.